Event description:
It was reported to ge medical systems that a pt received a small second degree burn on the side of her knee from a receive only knee surface coil. The coil was examined and found to be within ge specifications. The cause of the burn cannot be determined. This report is based on a re-evaluation of an event previously determined to be non-reportable.